Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead, the right ventricular (rv) lead and right atrial (ra) lead dislodged. The lv lead was removed and a pin plug was put into the lv port. The rv and ra leads were repositioned and remain in use. No patient complications have been reported as a result of this event.